Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2026-003518 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR submission, product was received for evaluation on 01/10/2026 for the applicator and on 01/23/2026 for the g7 wearable. After further review, this complaint has been determined to be not reportable per (B)(4).